Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 06.29.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B)(6) 2007 and (B)(6) 2008, the pt was administered heparin while at a hospital and a medical center, and experienced, among other symptoms, organ failure, heart problems, abdominal pain, decreased blood pressure, throat swelling, nausea, vomiting, skin redness, and low energy. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed on (B)(6) 2008.